Manufacturer narrative:
Conclusion: anticipated procedural complication. The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, physical analysis cannot be performed. Based on the information available, it cannot be confirmed whether or not the use of the guidewire contributed to the reported adverse event. However, thrombus is a known and anticipated complication associated with endovascular procedures and is noted as such in the direction for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to this event.

Event description:
It was reported that post implanting stent and removal of the guidewire, angiography revealed thrombus at the treated lesion. The physician performed thrombolysis treatment without clinical consequence to the patient.

Event description:
It was reported that post implanting the stent into the anterior communicating artery (acom) and removal of the guidewire, angiography revealed thrombus in the acom. The physician performed thrombolysis and administered aspirin and plavix (dose unknown) without clinical consequence to the patient.